Event description:
Received notification from customer of patient event involving free flow of tpn, with baby of unknown age/weight/size. No indication of patient harm was given at the time of initial report. Information was received from hospital biomed and confirmed during a site visit by manufacturer representative that sear on door was broken. This condition was been known to lead to free flow by not closing te safety clamp fitment, when the user opens the door and the roller clamp is left open. Further information was later received that baby died (date of death unknown). No autopsy to be done. Cause of death unknown. Facility has not agreed to return device although multiple requests have been made. Customer educated about potential risks of broken sears and the need to make appropriate repairs when this occurs. Follow-up report will be filed if device received in future.

Manufacturer narrative:
MFR's report date: 07/26/2007.